Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received about the patient. The patient's claimed to have been taking his medication but his phenobarbital level was sub-therapeutic. The patient had a history of non-compliance to medications. The patient also tested positive for cocaine even though he denied using any substances. The increase in seizures is believed to be related to non-compliance to medication and cocaine abuse. The patient had a recent generator replacement now that he is out of jail. The generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.

Event description:
It was initially reported that the patient had an increase in seizures while incarcerated. It is unknown if the increase in seizures were above or below baseline but were believed to be related to the generator being depleted although end of service has not been confirmed. The patient was reported to have had 6 seizures and was transferred to the hospital for observations. While in the hospital the patient did not have any seizures. The patient called the nurse over at one point saying that he was having a seizure but the nurse determined that the patient was not having a seizure. The patient had a history of pseudoseizures. The patient also was not taking his medications as prescribed. Surgery is likely once he is out of jail but has not occurred to date.